Event description:
It was reported that during g3 surgery, when the package of lag screw was opened, a hair was found in the blister pack. However the surgeon used this lag screw. The procedure was completed without problem.

Manufacturer narrative:
Device remains implanted. No eval will be performed. If the device or additional becomes available, it will be submitted on a supplemental report.